Manufacturer narrative:
Findings: motor error alarm during rewind due to motor leaking oil. Unable to test for motor position encoder error alarm due to motor error alarm. Unit had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 78 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer reported a motor position encoder error alarm. The customer received a motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.